Manufacturer narrative:
Qty 4 inserts returned not in original clam shell. Vibration qty 1 of 4. Insert 1 of 4: p/n 1823234 qty 4 inserts returned not in original clam shell. P/n 80395 date code: 18096,00004018 tip lot # hy. Temperature gauge: 7969, due: 11/30/2019. Temp: 87.4 meets spec. Inductance : 3.14 meets spec. Tip condition: bent tip does not meet spec stack condition: meets spec. Tested on: g-136 gage ID# 9626, due date: 04/30/20 set pressure: 35+-5 psi water flow rate: 35 psi meets spec. Spray pattern: meets spec. Water leak: meets spec vibration : meets spec. Grip condition: meets spec. Insert 2 of 4: p/n 1823234. Qty 4 inserts returned not in original clam shell. P/n 80395, date code: 18096,00004018, tip lot # hy could not test insert is clogged does not meet spec. Inductance : 3.09 meets spec. Tip condition: bent tip does not meet spec. Stack condition: slight bent in lamination stack does not meet spec. Tested on: g-136 gage ID# 9626, due date: 04/30/2020, set pressure: 35+-5 psi water flow rate: 0psi does not meet spec. Spray pattern: n / a insert is clogged. Water leak: n/ a insert is clogged vibration : meets spec. Grip condition: meets spec. Insert 3 of 4: p/n 1823234, qty 4 inserts returned not in original clam shell. P/n 80395, date code: 18096,00004018, tip lot # hy. Temperature gauge: 7969 due 11/30/2019. Temp: 80.3 meets spec. Inductance : 3.05 meets spec. Tip condition: bent tip does not meet spec. Stack condition: slight bent in lamination stack does not meet spec. Tested on: g-136 gage ID# 9626, due date: 04/30/2020, set pressure: 35+-5 psi water flow rate: 35 psi meets spec. Spray pattern: meets spec. Water leak: meets spec vibration : meets spec. Grip condition: meets spec. Insert 4 of 4: p/n 80395, date code: 19144,00027893, tip lot # im. Temperature gauge: 7969, due 11/30/2019. Temp: 89.2 meets spec. Inductance : 2.97meets spec. Tip condition: meets spec. Stack condition: slight bend in lamination stack does not meet spec. Tested on: g-136 gage ID# 9626, due date: 04/30/2020, set pressure: 35+-5 psi water flow rate: 35 psi meets spec. Spray pattern: meets spec. Water leak: meets spec vibration : meets spec. Grip condition: meets spec.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that four 30k fsi-sli-10s insert tips were heating up; no injury resulted.